Manufacturer narrative:
H2) correction made to the initial reporter occupation in e and in g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: bi71000479, serial/lot #: (B)(4). Product ID: bi71000193, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the handswitch, footswitch and image acquisition system (ias) computer was replaced. After replacement they tested the system and it was working as intended. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) displayed "contact technical service." The system was not able to take images. No patient was present at the time of the event. Additional information was received stating that troubleshooting was performed over the phone with the site to see if they could narrow down the issue. They took some 2d and 3d scans and saw that every couple of scans the handswitch or footswitch failed in performing the 3d. The following message appeared for the user as a pop-up message: "early termination of the 3d scan has occurred. Please ensure that the image acquisition switch is pressed throughout acquisition. If problem persists, please contact medtronic technical services." This was happening even when the handswitch or footswitch was 100% pressed for the duration of the 3d scan. After taking multiple 3d spins no issues could be seen after the replacement of parts.

Manufacturer narrative:
H3) the hand switch for the imaging system was returned to the manufacturer for evaluation. Testing found that the reported issue could not be replicated. However, the device was found to be physically damaged as the rear hanger was broken off. The computer of the imaging system and foot switch were returned to the manufacturer for evaluation. However, analysis is not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the computer and foot pedal were returned to the manufacturer for analysis. The computer and foot pedal were both found to be fully functional with no problems found. The reported event could not be duplicated by medtronic personnel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.